Event description:
Customer reported that the complete locking mechanism detached from the strap while applied to a pt and the pt was able to get free. Customer is unable to confirm if force was used to detach the locking mechanism. There were no pt or caregiver injuries reported. The customer could not provide a date when the incident occurred.

Manufacturer narrative:
Results: evaluation of the returned unit found that the lock, tether, and baseplate are missing on the restraint. The unit cannot be used as intended in its current condition. There are no visible tears to the product. Note: instructions for use state that before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).